Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that the device froze and caused a reset. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was intermittently freezing. A field service engineer (fse) logged into the admin account and reviewed potential causes, including adapters, sleep settings, and network changes. It was observed that the biometric identified (bio ID) would freeze when the issue occurred. The fse opened the top cover, re-seated all cables, and ensured there were no tight or damaged wires. The cat 5 cable was confirmed to be new, and all connections were secure. Given the station had been intermittently losing communication over the past few weeks, the fse also checked and re-seated the hard drive cable and all other connections. Following these actions, the issue did not reoccur. The system is currently being monitored through remote smart service (rss). While a possible internal network issue is suspected, no ip conflicts have been identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that the device froze and caused a reset. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.